Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 626800) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, migraine (recovered prior to essure), headache (not recovered prior to essure), cerebrovascular accident nos from 2001 to 2018 and anxiety. Concomitant products included baclofen from 2001 to 2018, bupropion hydrochloride (wellbutrin) from 2001 to 2018, methyldopa from 2001 to 2018, propranolol from 2001 to 2018, topiramate (topamax) from 2001 to 2018 and vitamins nos from 2001 to 2018. On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), scar ("abnormal scarring"), anxiety ("psychological or psychiatric problems condition: anxiety"), vulval disorder ("rashes or skin conditions type: lesion right side of vulva"), migraine ("migraines / headaches"), headache ("migraines / headaches") and back pain ("back pain"). The patient was treated with alprazolam (xanax) and surgery (hysterectomy (partial), salpingectomy (bilateral), d and c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, vulval disorder, migraine, headache and back pain had not resolved and the genital haemorrhage and scar outcome was unknown. The reporter considered anxiety, back pain, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, scar, vaginal haemorrhage and vulval disorder to be related to essure. The reporter commented: surgical pathology report uterus with partial bilateral fallopian tubes, supracervical hysterectomy with bilateral partial salpingectomy: -intact and properly placed essure devices. -bilateral fallopian tubes with histologic changes consistent with essure. -detached fragment of fallopian tube possibly representing a fimbriated ends. Diagnosis: persistent menorrhagia; probable adenomyosis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, vaginal haemorrhage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 626800) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, migraine (recovered prior to essure), headache (not recovered prior to essure) and cerebrovascular accident nos from 2001 to 2018. Concomitant products included baclofen from 2001 to 2018, bupropion hydrochloride (wellbutrin) from 2001 to 2018, methyldopa from 2001 to 2018, propranolol from 2001 to 2018, topiramate (topamax) from 2001 to 2018 and vitamins nos from 2001 to 2018. On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), scar ("abnormal scarring"), anxiety ("psychological or psychiatric problems condition: anxiety"), vulval disorder ("rashes or skin conditions type: lesion right side of vulva"), migraine ("migraines / headaches"), headache ("migraines / headaches") and back pain ("back pain"). The patient was treated with alprazolam (xanax) and surgery (hysterectomy (partial), salpingectomy (bilateral), d and c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, vulval disorder, migraine, headache and back pain had not resolved and the genital haemorrhage and scar outcome was unknown. The reporter considered anxiety, back pain, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, scar, vaginal haemorrhage and vulval disorder to be related to essure. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, rashes or skin conditions type: lesion right side of vulva, migraines / headaches, back pain. Patient's medical history was added. Lot number received. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and scar ("abnormal scarring"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and scar outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and scar to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.